Manufacturer narrative:
(B)(4).

Event description:
Certified diabetes educator contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient received an message and then the transmitter stopped working. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Certified diabetes educator contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient received a message and then the transmitter stopped working.